Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: cook was notified that a cook coda balloon was used in a procedure where there was vessel dissection, perforation, rupture, or injury. The access site location was the femoral artery. It was reported that the event was related to the procedure and not the device. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the instructions for use (IFU) and quality control, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [t_codalp_rev4] packaged with the device contains the following in relation to the reported failure mode: device description: the coda and coda lp balloon catheters each consist of two independent lumens. The ¿distal¿ lumen extends the length of the catheter and is used for placement over wire guides. The ¿balloon¿ lumen is used to inflate and deflate the balloon. The balloon is manufactured from a compliant polyurethane material. Particular care should be taken in handling the balloon to prevent damage. The balloon will inflate to the indicated size parameters when utilizing proper volume recommendations. Radiopaque bands are place on the balloon catheter to assist with positioning of the device under fluoroscopy. Intended use: the coda and coda lp balloon catheters are intended for temporary occlusion of large vessels, or to expand vascular prostheses. Warnings: ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: o damage to vessel wall and/or vessel rupture. O rupture of balloon. ¿ do not use pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ the coda 40 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. ¿ the coda 40 mm balloon catheter should not be used in vessels less than 25 mm diameter. ¿ when used to expand a vascular prosthesis, the balloon radiopaque markers should remain with the prosthesis. ¿ not for use as a valvuloplasty balloon catheter. Precautions: ¿ the balloon is constructed of heat-sensitive material. Do not heat or attempt to shape the catheter tip. ¿ always manipulate catheter using fluoroscopic control. ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ do not use after labeled expiration date. ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events: ¿ vessel dissection, perforation, rupture, or injury. Balloon inflation volume: do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: ¿ damage to vessel wall and/or vessel rupture. ¿ rupture of balloon. Maximum inflation volumes. Catheter size max. Volume. Coda-2-10.0-35-120-40 40 cc. Coda-2-9.0-35-100-32 30 cc. Coda-2-9.0-35-120-32 30 cc. Balloon preparation: note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 1. Remove protective balloon sleeve. 2. Prepare balloon lumen with standard :1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. 3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant. Balloon introduction and inflation: 3.under fluoroscopy, advance the balloon to the desired position using radiopaque markers. 4.inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5.if balloon pressure is lost and/or balloon rupture occurs, deflate the balloon, and remove balloon and sheath as a unit. Note: care should be taken to monitor balloon manipulations and inflation using fluoroscopy at all times. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. The study noted the event was reported to be related solely to the procedure; there is no evidence to suggest that the coda balloon contributed to this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Cook was notified that a cook coda balloon was used in a procedure where there was vessel dissection, perforation, rupture, or injury. The access site location was the femoral artery. It was reported that the event was related to the procedure and not the device. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.